Manufacturer narrative:
H.6. Investigation summary: four samples and one photo were received from the customer for investigation. The samples were visually examined using unaided vision. All four samples have excess epoxy on the needle with two of the samples having epoxy drip over on the needle hubs. One photo was provided by the customer for investigation. The photo shows the four shielded needle hub assemblies. There is also white substance laying loose between two of the needle shields. Epoxy is used in adhering the cannula to the needle hub and is part of the normal production process. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regard to epoxy location. It is not used to disposition product. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
Material no. 303005, batch no. 9078991. It was reported that before use of the bd needle 18x1-1/2 rb ns there was an issue with foreign matter. Four needles were found with excess epoxy and one piece was found loose in the bag. The following information was provided by the initial reporter: defective needles when running the line wo 263655, found 4 needles that was defective and stopped to notify qa. Inspected all that was still on the line with no more defects. White substance holding the needle to the pink head is up on the plastic pink part.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 303005 batch no. 9078991. It was reported that before use of the bd needle 18x1-1/2 rb ns there was an issue with foreign matter. Four needles were found with excess epoxy and one piece was found loose in the bag. The following information was provided by the initial reporter: defective needles when running the line wo (B)(4), found 4 needles that was defective and stopped to notify qa. Inspected all that was still on the line with no more defects. White substance holding the needle to the pink head is up on the plastic pink part.